Event description:
Difficulty removing huber needle. Noted slightly more resistance while removing needle tip from device but was unable to completely remove needle tip from flesh/skin. After much manipulation the needle was able to be freed. The tip of the needle was completely curled. Patient stated it had hurt more than usual when inserted despite the use of cream. Also, there was a tiny spot of dried blood on the skin and a tiny blood clot clinging to the needle just under the skin as it was pulled out.